Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, there was a power source alert. Reportedly, the customer adjusted the cord angel and the pump began charging. The customer¿s blood glucose level was 120 mg/dl. The customer continued to use the pump for insulin therapy.